Event description:
It was reported that the patient received inappropriate hv therapy due to svt misclassification indicating vt. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.